Manufacturer narrative:
Inspection of the returned device indicated the following: there appeared to be no damage to any of the blade components except for the tip. The blade was placed next to a straight edge, and there was evidence that the outer blade had been bent at the distal tip. The bend in the outer blade is likely due to excessive leverage. Regarding this practice, instructions for use (IFU) contains the following precautions: ¿exercise care not to bend the shaft or damage the cutting tip when inserting the blade through the working channel. The bend in the device could result in impact between inner and outer tubes when the device is activated. Inspection of the inner blade assembly indicated that there is a deformation on the distal cutting edge. This damage is consistent with impact between the inner blade and the distal edge of the bent outer blade cutting window. No manufacturing related defects were observed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the doctor was performing a myomectomy. Just as the blade was entering the patient the company rep noticed something was not right. The doctor was asked to take blade out and the blade was switched out with another blade. On closer observation the blade appeared to be all sheared up. Surgeon used another blade to complete the procedure. There was a short delay of less than 30 minutes reported. No patient injury was reported.